Event description:
During the course of compounding the fluorouracil infusion for the pt, the wrong elastomeric device was selected and used in the compounding procedure. The final product was checked by a pharmacist, but the error was not caught. The finished product was administered to the pt who rec'd an infusion intended to last over 46 hours, over one hour. Instead of using the eclipse c-series 100ml 2ml/hr device -c100020-, an eclipse 100ml 100ml/hr device e101000- was used instead. All individuals, both pharmacy technician and pharmacist involved in the incident did not identify that the wrong device was used. Staff was very busy that day; had a number of referrals and activity going on. Staff became aware of error when the pt called later to inform that the device was empty. The ordering physician was contacted who informed the staff to monitor the pt and to treat any symptoms as they arose.